Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple alarms occurred notifying the customer that the cartridges could not be detected. There was no reported impact to customer¿s blood glucose. Customer declined to provide additional information and reverted to manual injections for insulin therapy.